Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing sequence, the customer filled the tubing; however, drops of insulin were not seen exiting the infusion tubing. There was no reported impact to the customer's blood glucose level. Reportedly, the customer used approximately 30-50 units of insulin and observed drops of insulin exiting the infusion tubing successfully.